Manufacturer narrative:
The technician found a water bottle cap stuck in the rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician removed the water bottle cap to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in bed storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).